Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, there was a crack in manifold which connects the line that comes out of the arterial membrane of the oxygenator. No patient involvement as this occurred during set up. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 25, 2017. The sample was not returned and a lot number was not provided; therefore, the complaint was not confirmed and a definitive root cause could not be determined. Replication testing during previous investigations have found that this crack appears on the part when the l connector is over tightened on a port. During setup of the circuit, the l connector had likely been over-tightened, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.